Event description:
The lay user / patient contacted lfs alleging an error 1 message on the patient's one touch ultralink meter. The patient ddi not exhibit any symptoms or seek any medical attention due to the reported issue. The meter is not a new product and the issue was not resolved via troubleshooting. The complaint is being reported due to the error 1 message.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.